Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level in the 200's (mg/dl). However, the exact value was not provided. Reportedly, the user was stressed due to a loss of a few family members. The user addressed bg level with a bolus. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Recommendation was made for the user to contact their healthcare provider regarding their bg levels.